Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced difficulty starting a new freestyle libre 3 plus continuous glucose monitor (cgm) with the ilet system which led to pairing and connection issues until the old sensor was stopped and the new sensor was scanned and paired. No adverse clinical symptoms were reported. Outcomes included temporary cgm signal loss and delayed availability of glucose readings, which resolved after rescanning and pairing steps. User support included user-guided troubleshooting and education, including stopping the previous sensor session, rescanning the new sensor in the ilet mobile app, and allowing time for warm-up and data acquisition. Investigation of this case revealed pairing failure due to user workflow error when transitioning between sensors, with no device malfunction identified once the correct procedure was followed and pairing was completed. It was concluded, based on previously established findings for similar reports, that the cause was use error during sensor transition leading to transient pairing and signal loss, resolved through corrective user actions.